Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Sterile part: 412.210s, sterile lot no: 146l179, release to warehouse date: 03 mar 2023, expiry date: 01 mar 2033, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Part number: 412.210, lot number: 3242p30, manufacturing site: mezzovico, release to warehouse date: 24 nov 2022. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1:social medical corporation (B)(6) hospital. E3: reporter is a j&j sales representative. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery for a femoral neck fracture. After the surgery, it was confirmed that osteonecrosis had caused collapse of the femoral head resulting in perforation of the implant. On (B)(6) 2024, the fns implants were removed, and a revision surgery via artificial bone head replacement was performed. The surgery was successfully completed. Patient status/outcome, stable. No further information is available. This report is for one (1)lockscr ø5 self-tap l32 tan this is report 4 of 5 for complaint pc-001521285